Manufacturer narrative:
(B)(4). H6: health effect - clinical code - needle stick/puncture. H6: health effect - clinical code - nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient experienced a skin reaction with infection with under the entire patch area which occurred after the sensor had been inserted in the arm. The patient noted a welt on the arm. The patient could not remember when he saw the doctor or when the infection occurred. The patient had taken prescription oral medication antibiotics, but did not remember what or how much. At the time of the report, the patient was well but had a sore, swollen spot. No additional patient or event information is available.